Event description:
Pt's wife reported her husband had a blood glucose reading of 'hi' on (B)(6) 2010 at 0:02 am. Wife stated pt gave a bolus of 15.0 units of insulin; method of delivery was not provided. Pt's wife reported she spoke with the pt at 4:00 am and pt stated everything was okay but he had vomited. Wife stated at 9:00 am she found her husband dead and the infusion device was off. Wife reported the police came and inspected the case. Wife reported she read the infusion device history with the diabetologist and found a lot of records in the history. Wife stated one record that was in the infusion device history was that the infusion device gave a bolus on (B)(6) 2010; she didn't know why because her husband died on (B)(6) 2010. Wife reported the infusion set was kinked but she didn't know when the infusion tubing became kinked because the infusion device and infusion set had been with the police. On follow up call on 10/01/2010 to the police rep, rep reported 'natural death' was entered on the death certificate; cause unk. Police rep stated more specific info could only be obtained by postmortem; this was, however, refused by the pt's wife. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.